Manufacturer narrative:
Results: pump pedal assembly.

Event description:
It was reported by service report that there is a broken weld on the pump pedal. It is unknown if there was patient involvement or if there are adverse consequences to report.